Manufacturer narrative:
The ipg appeared visually to have been placed at an appropriate depth at the initial implant procedure however intra-op testing was not performed at that time to confirm depth. The communication issues were noted almost immediately after activating the system, indicating that the ipg was likely malpositioned at the time of implant. The patient reported receiving significant pain relief when the system was connected, however the relief was intermittend due to the communication issues. Symptoms and timing seem to indicate that the nalu system was functioning as designed and the reason for the issues was malposition of the device.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat neck pain. The implantable pulse generator (ipg) was initially placed in the lower back area with leads targeting the cervical nerve. After activating the system on (B)(6) 2024 the patient noted issues with communication between the ipg and the external therapy discs, causing intermittent therapy and thus inadequate pain relief. Further investigation, including ultrasound imaging, found that the ipg was beyond the recommended depth. Surgical intervention was performed on (B)(6) 2024 to place a new ipg at a more optimal depth and moved from the lateral flank to the medial flank area.